Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on august 3, 2007 alleging the onetouch surestep meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter would not power on for approximately 1 and 1/2 weeks; so, he was unable to use the meter. At some point, the patient reported feeling dizzy. He had something to eat/drink based on the symptoms. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient reported symptoms, which could be suggestive of hypoglycemia.